Event description:
Pt revised to address disassociated of tibial stem, both femur and tibial components were loose, noted osteolysis and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the lot. The investigation could not verify or draw any conclusions about the root cause of the reported device disassociation or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective actions is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.